Event description:
It was reported that patient pass away in hospice. The patient chose to go home on hospice due to multiple comorbidities including acute pancreatitis, stage 3 chronic kidney disease, lactic acidosis, and heart failure. The patient was not interested in escalating care. The patient expired on (B)(6) 2023, and the patient¿s pump was then turned off.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. The patient chose to go home on hospice due to multiple comorbidities including acute pancreatitis, stage 3 chronic kidney disease, lactic acidosis, and heart failure. The patient was not interested in escalating care. The patient expired on (B)(6) 2023, and the patient¿s pump was then turned off. Heartmate 3 lvas, serial number (B)(4), will reportedly not be returned for evaluation. It was reported that the device was operating as intended, and that the patient's outcome was not considered to be device-related. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.